Event description:
The customer reported to olympus technical assistance center (tac), during an unknown procedure, the evis exera iii xenon light source exhibited frequent scope communication errors b30 and e216. There was no harm or user injury reported due to the event. Patient identifiers: (B)(6) capture complaints on additional similar occurrences.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the customer was instructed to ensure the scope connectors were clean, unit was powered off when connecting or removing the scope, to clean socket more frequently and reseat the digital light source cable, and to work with their sterile processing department to ensure the water-resistant caps are on securely, and to possibly replace the cap. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the communication errors were resolved by cleaning the electrical contacts of the scope connector during troubleshooting by the customer. Therefore, it is likely that the phenomenon occurred because some kind of a failure occurred in the communication with a scope due to moisture or a foreign material adhered to the electrical contacts. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.